Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii-meter serial numbers (B)(6). At 18:50, a heel stick sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 36 mg/dl. At 18:55, a heel stick sample from the patient was tested using meter serial number (B)(6), resulting in a glucose value of 46 mg/dl. The customer did not know if samples were collected from the same heel stick. At 19:05, a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 55 mg/dl.